Manufacturer narrative:
Evaluation of the device found the flow rate of the infusion pump to be within manufacturer specified +-5% accuracy. The infusion conditions reported by the user facility would have indicated a 30 minute infusion time with a volume of 50ml infused. As the user facility stated the infusion pump displayed a volume infused of 28ml, the estimated time that the pump infused would be approximately 15-16 minutes. This time frame, along with the additional time for the user to attend the air-in-line alarm, would account for the user facility reporting the infusion issue after approximately 20 minutes. As this could reflect a training issue, a zyno medical service representative visited the customer site to discuss and re-evaluate work flow and reported issues.

Event description:
It was reported that the device was set to infuse 100ml/hr for 50ml. The device was connected to a 100ml infusion bag. The device alarmed approximately 20 minutes later with an "air-in-line" alarm. Upon inspection, the nurse stated the pump screen stated a volume infused of 28ml and a volume to be infused of 22ml.